Event description:
It was reported that stent damage occurred. The 90% stenosed, 16x2.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 2.50x16mm promus element ¿ drug-eluting stent was used to treat the target lesion. However, the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. At the proximal end the stent struts were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A white solidified substance possible contrast medium of saline could be seen throughout the lumen of the device. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).